Event description:
It was reported that a pump memory error had occurred during interrogation on (B) (6) 2009; telemetry did not report a pump memory alarm occurring. The pt did not have an MRI recently. The hcp reported seeing, "pump memory error - infusion data invalid" or very similar message upon interrogation multiple times. Also the eri date showed up as ?? Instead of a number of months. It was unk whether the pump logged this event or whether this was a programmer detected memory error since the pt was no longer there and logs could not be read. After review of the session report, it appeared that the eri date had corrected itself after the update. The pump contained morphine 25 mg/ml and bupivicaine 21 mg/ml. It was later reported that when the pt had presented to the hcp's clinic to have the pump turned down, the hcp was unable to make some changes. The reporter indicated that there was a "data error" and that the physician did not even want to try to reprogram him. At past pump refills there have been no volume discrepancies, no alarms and the pt has had no symptoms. The pt felt "fine", had not had a response from the hcp regarding a possible pump problem. The hcp was later able to successfully correct the pump programming.

Manufacturer narrative:
(B) (4).